Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare for evaluation. Further information regarding the reported incident was requested however no additional information was provided. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that a patient on a rt380 adult dual-heated evaqua2 breathing circuit was not ventilating adequately. The patient was suctioned and was provided alternative therapy via a ventilation bag while the circuit set up was replaced. It was further reported that the patient desaturated within 15 minutes on the new circuit. The patient was required to be bagged and suctioned again. Conclusion: without the return of the complaint device, we were unable to determine the cause of the reported event. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 breathing circuit state the following: - check all connections are tight before use. -ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient -appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm, or death. Failure to comply with the following warnings may impair performance of the device or compromise safety (including potentially cause serious harm): -visually inspect breathing set for damage (e.g. A crushed tube, or cracked connector) before use, and replace if damaged. -change filter every 24 hours, or sooner if noticeable deterioration/build-up occurs, following standard hospital procedure. -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient -check breathing circuit for condensation every 6 hours and drain if required. -check all connections are tight before use. -when nebeulized drugs are used, resistance to flow should be monitored, and the filter replaced following standard hospital procedure.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that a patient on a rt380 adult dual-heated evaqua2 breathing circuit was not ventilating adequately. The patient was suctioned and was provided alternative therapy via a ventilation bag while the circuit set up was replaced. It was further reported that the patient desaturated within 15 minutes on the new circuit. The patient was required to be bagged and suctioned again. There were no further reported patient consequences.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a patient on a rt380 adult dual-heated evaqua2 breathing circuit was not ventilating adequately. The patient was suctioned and was provided alternative therapy via a ventilation bag while the circuit set up was replaced. It was further reported that the patient desaturated within 15 minutes on the new circuit. The patient was required to be bagged and suctioned again. There were no further reported patient consequences.

Manufacturer narrative:
(B)(4). We have requested further information from the customer with regards to the reported event. We will provide a follow-up report upon completion of our investigation.